Event description:
Fiber in human body/ fiber was found in the esophagus through endoscope [foreign body in gastrointestinal tract] fiber in human body/ fiber was found in the esophagus through endoscope [device breakage] case narrative: case number (B)(4) is a spontaneous report received from other health professional (nurse) via medical information department (B)(6) (reference ID: (B)(4) on (B)(6) 2024. This case refers to a 66-year-old male patient (height 181cm and weight 76kg) who had foreign body in gastrointestinal tract due to device breakage (fiber in human body/ fiber was found in the esophagus through endoscope), while being treated with photo dynamic therapy. The patient's medical history and historical medication were not reported. The patient's concurrent condition and concomitant medication were not reported. The medical procedure included endoscopy on (B)(6) 2024. On (B)(6) 2024 (thursday), the patient was started on treatment with photo dynamic therapy (photofrin and optiguide pb750 cylindri. Diffuser wip (5 cm) , 500 sec 2 areas) (batch no- db23076 and expiry date 25-mar-2028). The rep's laser was used. The nurse stated that fiber was found through endoscope (fiber in human body). Picture of fiber was also sent. Nurse also informed that the patient was fine, and sample was not available. Upon follow up, reporter informed that a flexible 5.0cm fiber was used in this esophageal case. On (B)(6) 2024, endoscopy was done and confirmed that no adverse effects experienced by the patient while in the operating room due to presence of fiber in esophagus. Reporter further indicated that the fiber was not found until the scope was brush cleaned by the surgical processing staff. Laser was operated by pinnacle biologics representative. The piece of broken fiber was discarded by the surgical processing staff. Pqc investigation stated that complaint was received and logged a complaint on the optiguide fiber saying that it had been broken while the doctor was trying to be pulling out the fiber from the bronchoscope after the case (picture was attached). There was no issue or concern on the patient safety. Fiber has been discarded after treating the case. Analysis included that this was only an assumption based on the limited information provided. A cautionary approach was for the operator to avoid any movement of the fiber or scope that would induce sharp bending or heavy pressure on the diffuser tip which might kink the device. For future reference, retaining the damaged fiber and returning it to the manufacturer for a full technical analysis might provide the information needed to determine the root cause of the failure. Possible causes included that without the damaged fiber to do a complete technical analysis, including microscopic assessment, it was not possible to fully determine the root cause of the failure. However, based on the single image provided, it appeared that forward pressure on the flexible diffuser tip might have resulted in sharp bending near the fiber-diffuser-junction. This could potentially cause energy from the laser to inefficiently couple into the diffuser, resulting in what was known as a hot spot at that point. The energy builds up at this sharp bend (hot spot) would then cause the fiber tip to fail. The patient's treatment medication was not reported. At the time of this report, the outcome for event foreign body in gastrointestinal tract was resolved whereas outcome for event device breakage was unknown. The action taken with photofrin was unknown. De-challenge and re-challenge results were not applicable with respect to photofrin. This case is considered to be serious due to seriousness criteria other medically important condition for events foreign body in gastrointestinal tract, and device breakage. The reporter assessed the events foreign body in gastrointestinal tract, and device breakage to be unlikely related to photofrin whereas possibly related to optiguide fiber optic diffuser (device). Consent to follow up with the reporter was provided. Follow up information was received on 25-apr-2024 and on 26-apr-2024. Additional information included: patient¿s demographics (age, gender, height, weight) added. Procedure (from bronchoscopy to endoscopy), start date (B)(6) 2024) for photofrin and event and llt as foreign body in esophagus (fiber in human body/ fiber was found endoscope) were updated. Narrative amended accordingly. Reporter confirmed that the report would state endoscope and not bronchoscope as it was in the esophagus. Follow-up information was received from pqc department on 07-jun-2024. Additional information included: pqc investigation details added in optiguide fiber optic diffuser. Narrative incorporated accordingly. This report is being submitted in response to CAPA provided for the 483 during the recent inspection by usfda. Case comments: the case is assessed as serious and unlisted as per the company rsi. The company considered the events of foreign body in gastrointestinal tract and device breakage to be unlikely related photofrin (porfimer sodium), as per who causality classification system, as the events were reported with the device and not the drug. This case lacks sufficient and consistent information regarding concurrent conditions, past medical history, family history, concomitant medications and any other lifestyle factors for a comprehensive case assessment. The company considered the events of foreign body in gastrointestinal tract and device breakage to be possibly related to optiguide fiber optic diffuser, as per who causality classification system. The pqc investigation suggested that forward pressure and bending during device manipulation could have contributed to this incident. Consequently, a potential sharp bend at the fiber-diffuser junction, possibly resulted in a hot-spot due to inefficient laser energy coupling, ultimately leading to fiber tip failure. The damaged fiber was discarded post-treatment; thus, complete technical analysis could not be conducted. This case lacks sufficient and consistent information regarding concurrent conditions, past medical history, family history, concomitant medications and any other lifestyle factors for a comprehensive case assessment. Based on the available information, there is a potential to cause serious injury if the incidents were to recur.

Manufacturer narrative:
Complaint: from pinnacle- ¿we had received and logged a complaint on the optiguide fiber saying that it has been broken while the doctor is trying to pulling out the fiber from the bronchoscope after the case (picture attached). There is no issue or concern on the patient safety. Fiber has been discarded after treating the case.¿ analysis: this is only an assumption based on the limited information provided. A cautionary approach is for the operator to avoid any movement of the fiber or scope that would induce sharp bending or heavy pressure on the diffuser tip which may kink the device. For future reference, retaining the damaged fiber and returning it to the manufacturer for a full technical analysis may provide the information needed to determine the root cause of the failure.¿ possible causes: ¿without the damaged fiber to do a complete technical analysis, including microscopic assessment, it is not possible to fully determine the root cause of the failure. However, based on the single image provided, it appears that forward pressure on the flexible diffuser tip may have resulted in sharp bending near the fiber-diffuser-junction. This could potentially cause energy from the laser to inefficiently couple into the diffuser, resulting in what is known as a hot-spot at that point. The energy build up at this sharp bend (hot-spot) would then cause the fiber tip to fail.¿ this is default text configured for block h10.